Manufacturer narrative:
(B)(4).

Event description:
A patient's mother reported via a facebook post on the manufacturer website that the vns device had made her daughter's seizures worse. Follow-up with the patient's neurologist was performed and the patient's treating physician had no report of an increase in seizures since the vns had been implanted. No further relevant information has been received to date.